Manufacturer narrative:
(B)(4) evaluated the device, and the reported problem could not be confirmed or duplicated. The unit was found to meet all performance requirements, including cutter insertion, and no problems were noted. It is possible that the reported problem may have caused by debris or galling on the associated bur. If additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received form the us stating that the bur was difficult to insert and remove from rhe device. The device was not used in surgery. It is known that no patient injury occurred. It is unknown if user injury and/or medical intervention had occurred. If any additional information should become available, this notification will be updated accordingly.